Event description:
It was reported that the patient underwent a vaginal hysterectomy with anterior and posterior repair in 2001. The patient presented with symptoms of bleeding and brown discharge. The patient underwent re-operation as an outpatient for suture removal.